Event description:
Tip of epidural catheter not present upon discontinuation by rn. Dr with anesthesia estimates that the missing cath tip is <1cm in length and pt is at minimal risk for complications. Dr discussed with pt and daughter. Other dr, orthopedic surgeon informed of above.